Event description:
Surgeon tried to use mid procedure and didn¿t work, error message incomplete seal cycle. Surgeon used cautery and other instruments instead. Has been reported to stryker sustainability.